Event description:
On (B)(6) 2010, the patient underwent successful endovascular repair of a descending thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. After the procedure on the same date, the patient presented with paraplegia. The patient received spinal drainage and intravenous medication treatment. Rehabilitation treatment was also started. On (B)(6) 2010, the patient developed acute pancreatitis and treated with intravenous medication and fasting. On (B)(6) 2010, the patient was discharged with paraplegia remaining and the resolution of pancreatitis. The patient continued with rehabilitation treatment at a different institution. The current patient's condition and the cause of the pancreatitis are unknown.

Manufacturer narrative:
The cause of the pancreatitis is unk. A review of the mfg records for the device verified that the lot met all pre-release specs.